Event description:
Post transfemoral valve placement, the patient suddenly decompensated, and it was found that the patient had an annular free wall rupture under the left main. The 29 mm xt was inserted and aligned in the descending ao. The valve was crossed, and the sapien was positioned 60/40 aortic/ventricular (a/v). The valve was deployed and landed 50/50 a/v. The patient¿s pressure recovered to 100/45 mmhg and the valve was assessed for leak. A mild posterior leak was noted initially. The patient¿s pressure suddenly decompensated (45/20 mmhg) and the rv and lv stopped contracting on echo. CPR was started, the patient was placed on cpb and the delivery system was completely removed. An angio was performed and we noted a posterior leak only. The native left main (lm) and rca was open. On echo an annular hematoma was noted, but it appeared stable. The lm was sub-selected and it was then noticed that the native circumflex was missing. During injection of the coronary artery, an annular free wall rupture was found under the lm. It is believed that the hematoma compressed the circumflex causing the immediate hypotension. It was elected to place a second 29 mm xt approximately 3 mm more aortic hoping it would help seal the leak/rupture. The second valve was placed as intended and the leak persisted. The patient was stable on cpb and converted to ECMO for transport to the ICU. Heparin was reversed and the patient was transferred out of the or on ECMO in critical condition. Eventually, hemodynamic and circulatory support was removed and the patient expired. The exact cause of the complication is unknown. The rupture was unexpected as there was a lack of lvot calcification and <5% oversizing of the 29 mm.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. >4 mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the rupture is unknown. A second valve was placed in an attempt to seal the leak/rupture, heparin was reversed, and the patient was placed on ECMO. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
Limited cine images were submitted for review, no echo provided. Observations/impression: observations: selected fluoroscopic images are available for review. The first image demonstrates positioning of the sapien xt valve with subsequent deployment. However, it is difficult to determine the location of the aortic annulus and consequently, the accuracy of the positioning of the valve. No prior aortogram was available to assess the extent of the native valve/leaflet calcification. No movement of the valve noted during deployment; no loss of pacing capture, and ventilation was held. Post deployment aortogram demonstrates ar, and there is no evidence of dye extravasation consistent with annular rupture. Selective left coronary angiogram demonstrates narrowing of the left main coronary subsequent magnified image of selective left coronary injection demonstrates dye extravasation towards the medial aspect of the aortic valve towards the pulmonary artery. Impressions: risk factors for annular rupture include narrow calcified aortic root and significant valve oversizing. Based on the CT-derived aortic valve area of 640mm², significant valve oversizing was not present. Significant narrowing of the sov cannot be determined by the images provided (require CT or tee). Another possible cause may be severe bulky calcification on the lcc that led to a localized perforation.